Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. During bench testing the ventilator failed to power on. Further inspection revealed, incorrect screws installed on the ventilator for close up. The screws are making contact and causing damage to the main board. The service technician removed incorrect screw replaced main board. The ventilator powered on properly without any issues and passed all testing.

Event description:
The customer reported model lap top ventilator 1200 was showing reset errors while connected to a patient. The patient was removed from the ventilator, provided positive pressure ventilation via bag valve mask and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported event.